Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had increasing threshold, increasing impedance and oversensing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.